Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a reminder and the customer was unable to clear it. During troubleshooting with tandem technical support the reminder was able to be cleared. Customer had elevated blood glucose levels (500 mg/dl). Customer delivered an injection to stabilize blood glucose levels.